Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiences low blood glucose level the insulin pump had a partial display. The customer¿s blood glucose level was 32 mg/dl at the time of the incident. Customer reported that she gave herself too much insulin because she's sensitive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Reservoir will not be returned for analysis.